Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. Six bolus requests were made on (B)(6) 2017, including one at 2:41am in the morning for 1.33 units with 1.0513 units of insulin on board (iob). User conducted cartridge change sequence on (B)(6) 2017. There were no erratic basal rate adjustments. Complaint could not be confirmed. There were no obvious requests or deliveries that would cause bg levels to drop. There was no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 62 mg/dl in the morning and then the bg elevated to 411 mg/dl. The customer did not know the cause of the high bg and thought that the low bg may have been due to too much insulin or related to the body. The customer's spouse assisted the customer with the treatment of the low bg by providing glucose lozenges and juice. The customer was to change out the pump supplies and monitor the bg level. The customer declined tandem technical support's offer to troubleshoot. Upon follow-up, the customer reported that the bg level had decreased.